Manufacturer narrative:
MFR site: sweden. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having a recharge burden of needing to charge every other day. The patient has also experienced stim turning on and off spontaneously. They tried to provoke this by palpating the battery with stim on, but unsuccessful with no issues observed. The extension could not be found just by palpating the skin. The patient has stim on 100% of the time, only on group b. Following review of the device settings, recharge frequency was found to be expected with the device settings. The impedance measurements were within normal range. The cause of the stim turning on/off was not clear. The action taken to resolve the event was the patient was put on a waiting list to replace the battery, not date available yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer and health care provider via the manufacturer representative reporting that according to the patient, the programmer was showing that the battery was on even when the stimulation was off. Nothing changes in the programmer when the stimulations turns on and when the stimulation turns off. The patient does not turn it back on manually, it comes off and goes on automatically when these episodes come. The off feeling comes quite unevenly during the week. Some days there is no problems at all and some days this happens multiple times during the day. There isn't any specific time or movement that causes this. The patient can be leaning forward one time and be laid back in her wheelchair watching tv the next time. This happens even when the battery is fully loaded and when it needs to be charged according to the patient.